Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The radio frequency (rf) programmer head was returned as an associated device but its cable tested out of specification electrically during manufacturer's analysis, there was no telemetry. The cable was replaced and the programmer head then passed all functional and systems tests. Concomitant product: product ID 2090, programmer. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.